Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced leakage of a transfer set (further details not provided). The pt had the transfer set in place for approximately 11 weeks prior experiencing the issue. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received by baxter, however, the evaluation has not yet been completed. A review of all batch record documents was performed for lot number h12g18094 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.